Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose levels rose to 16 mmol/l (288 mg/dl) while wearing the pod longer than 48 hours. Upon removal, the patient reported that the needle did not retract as intended.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The download data showed that the pod generated an 0x41 alarm. The downloaded data revealed a rotational sensor malfunction as a false open reading was observed. This caused first prime to end prematurely and prevented the needle mechanism from deploying by the end of second prime. The pod was connected to a master pdm and a 5u test bolus was delivered without issues. No damages were observed to the drive mechanism that would contribute to the rotational sensor error and no issues were found that would cause a failure of the device to retract the needle.